Event description:
Routine insertion of midclavicular catheter performed by rn. Catheter inserted into left cephalic vein with resistance met after 5 inches of insertion. Catheter flushed, second attempt made to advance catheter without success. Line then removed and catheter noted to be incomplete. Pt transferred to hosp by ambulance and upon x-ray, catheter fragment located in a/c space. Surgical removal performed in ER with 5 inches of catheter removed from "tissue below a/c."